Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The customer¿s blood glucose during the incident was 172 mg/dl. The customer did the audio test and customer did not hear the beeps on either volume. The customer advised to adjust the audio volume to 1, press save, and listen for the beep. The customer advised to adjust the audio volume to 5, press save, and listen for the beep. Customer reports they did not hear beeps when audio volume settings were saved. The customer advised that the pump will need to be replaced. The customer advised to revert to backup plan per health care professional instruction. The customer reported that they dropped their pump and there were cracks along the battery compartment. The device will be returned for analysis.

Manufacturer narrative:
Device received with cracked case behind the insulin pump near the battery tube compartment and cracked battery tube threads. Test reservoir lock properly inside the reservoir tube. Device passed displacement test and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.